Event description:
Explant physician reported a left side device rupture diagnosed by ultrasound. The device has been removed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side device rupture diagnosed by ultrasound.

Event description:
Explant physician reported a left side device rupture diagnosed by ultrasound. The device has been removed.